Event description:
Customer reportedly received the following results on the aviva system, with two different lots, within 10 minutes: 165 mg/dl, 215 mg/dl, 417 mg/dl, and 172 mg/dl (system 1) and 65 mg/dl and 62 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
Correction, the initial case contained the product information for the blood glucose monitor, this has been corrected and the suspect device is now reported as the test strips. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1) the event occurred in spain while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product to be returned.